Event description:
It was reported that this previously capped implantable lead was part of the system revision due to pocket erosion and infection. No additional adverse patient effects reported. The previously capped implantable lead was surgically abandoned.